Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with myocardial ischemia and paroxysmal pain. Coronary angiography was performed and showed single vascular lesions. On 3.0 x 33 mm xience xpedition stent was implanted in the proximal left anterior descending (lad) artery and proximal 1st diagonal artery with 80% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized with chest pain. Angiography showed 90-95% stent restenosis in the proximal lad. The patient was discharged on (B)(6) 2017. The patient was re-hospitalized for chest pain on (B)(6) 2017. Angiography noted that the stent in the proximal lad was totally occluded. The patient was in stable condition on (B)(6) 2017; however, the symptoms continue. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, occlusion and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: from (B)(6) 2017, medications were administered. On (B)(6) 2017, coronary artery bypass graft was performed, to treat the occlusion in the stented portion of the left anterior descending. No additional information was provided.